Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increasing shock impedance measurements in the 50 ohms range to 100 ohms, ultimately reaching greater than 125 ohms. Pacing impedance measurements have increased from 400 ohms to 680 ohms. All other lead measurements were within acceptable limits and stable. A lead revision procedure was performed and the rv lead was surgically explanted. No adverse patient effects were reported during the procedure. Lead return was requested to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments at 15.5 cm from the is-1 pin. The rate sense (-) measurement was unable to be performed due to the extracting stylet remaining intact, however, all other direct current testing was within acceptable limits. An x-ray examination revealed all conductors are intact, with no fracture observed.